Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, the pump was still unable to be turned on. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used on a customer at the time of the reported event.